Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients ipg migrated and was causing discomfort and difficulty charging despite troubleshooting attempts. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.